Manufacturer narrative:
H6: investigation summary four photos received by our quality team for investigation. Upon visual evaluation, hole on top of syringe and damaged luer are observed. Furthermore, a device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. Based on the quality team's investigation, possible root cause is associated with assembly equipment during manufacturing. Adjustment will be implemented and a monthly maintenance plan will be added. Final products in this manufacturing line, for this reference are sampled and they are subjected to visual and functional inspections during the different manufacturing sub-processes according to procedures. See h.10.

Event description:
It was reported that the barrel/flanges of the bd plastipak¿ syringe were found broken when removed from the packaging. This complaint was created to capture the 2nd of 2 related incidents. The following information was provided by the initial reporter, translated from spanish: "syringe that is uncovered to be used on the patient and comes out broken both where it is screwed on as well as in the tube. It proceeds to leave out of box."

Event description:
It was reported that the barrel/flanges of the bd plastipak¿ syringe were found broken when removed from the packaging. This complaint was created to capture the 2nd of 2 related incidents. The following information was provided by the initial reporter, translated from spanish: "syringe that is uncovered to be used on the patient and comes out broken both where it is screwed on as well as in the tube. It proceeds to leave out of box.".

Manufacturer narrative:
Date of birth: unknown. The patient¿s age was used to determine a placeholder date for this field. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.